Manufacturer narrative:
Functional tests were performed: a philips field service engineer (fse) determined the issue was caused by the device configuration. The issue was resolved by updating the device configuration. A good faith effort attempt was completed in order to clarify if the customer alleged a failure of the device to alarm, but no additional information could be provided. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that the nurse station computer did not produce sound. The device was not in clinical use at the time the issue was discovered; no adverse event was reported..